Event description:
It was reported that during a lobectomy procedure, the device fired fine at the first firing. The device was reloaded for the second firing. The device was placed on the bronchus and fired. The surgeon excised the tissue and there were no staples present. Sutures were used to close the bronchus and the case was completed with no patient consequence. The device was discarded, but the cartridge is available for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Bronchus. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 2nd. Where in the green zone was the device fired? (Tl only)? Asku. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the tissue pin in place prior to firing? Yes. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? No staples deployed. Was proximal and distal control maintained on the tissue during the firing sequence? Asku. Was the staple line inspected for integrity prior to transecting the tissue? No. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No.

Manufacturer narrative:
(B)(4). The analysis results showed that the reload arrived in good visual condition and fully loaded with staples. No functional test was performed as no instrument was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.